Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-aug-2018 with the following findings: a review of the pump black box showed unexplained pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection and power loss was duplicated. A test battery cap was able to fit to maintain electrical connection and was used for testing. The pump was exercised for 24 hours with no power interruptions occurring.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power with a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.